Event description:
Product analysis was completed on the flashcard and handheld on 04/09/2015. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. During the analysis on the handheld it was identified that one of the inner layers of the display glass was cracked and the screen image was distorted. The most likely cause for the screen damage is associated with mishandling of the device. Once the display was replaced, no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge.

Event description:
On (B)(6) 2015, it was reported that the physician¿s handheld has a dysfunctional screen. It was reported that it looked like it had been dropped and half the screen was blacked out. The screen was not cracked, but still looks damaged as though not a software issue. A hard reset did not resolve the issue. The handheld and flashcard were received for product analysis on (B)(6) 2015. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
.